Event description:
It was reported that during a da vinci-assisted surgical procedure, the system displayed a 31221 error on the universal surgical manipulator (usm) 1. An intuitive surgical, inc. (Isi) technical support engineer (tse) guided the customer to check the system error logs. The customer confirmed that error 31221 was present which pointed to usm 1. The tse suggested the customer to swap to another patient side cart (psc) to continue. The procedure was converted to laparoscopy.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reviewed the system error logs and confirmed errors 31221, and 319. The fse noted that the issue was linked to a universal power distributor (upd) error. The fse replaced the upd to resolve the reported issue. The system was tested and verified as ready for use. Isi received a the upd involved with this complaint to perform failure analysis. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. The upd was tested on the final test system 1, programmed and system started at normal mode. The system triggered errors 31221 and 319 on usm 1, the hardware high side switch fault field programmable gate array (fpga) logic detected a fatal loss of power. The fa verified the failure with swapping back the gold unit, error/failure was resolved.